Event description:
Patient reported "capsular contracture unknown baker grade". This record is for a unknown side. The device was explanted, replaced discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d1, d2, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "capsular contracture unknown baker grade". Later healthcare professional reported "capsular contracture baker grade 3". This record is for the left side. The device was explanted, replaced and discarded.